Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? 3. Removed with closed branches. Part tissue loosened mechanically. Did the jaws eventually open? 4. Outside, the device could be opened again.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that after triggering the instrument it could not be opened again. No harm to the patient is reported.